Event description:
A power source alert 07 was reported by the caller, indicating an issue with the charging of the pump. There was no adverse impact to the customer's blood glucose level. Despite attempts to resolve the issue by using different wall adapters and charging cables, the pump did not begin charging. As a corrective action, technical support decided to replace the pump, ensuring the customer could use an alternate insulin delivery method, mdi, in the meantime. The customer was instructed to return the faulty pump using a pre-paid label.